Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare professional (hcp) via a clinical study indicated that since the patient's pump was no longer functioning as determined by hcp with their rotary study, they will continue medication management for the patient's chronic pain. It was noted they will follow up with a hcp to discuss the patient's pain pump therapy options (explant, replacement, versus retrial). No further complications were reported/anticipated.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported a catheter access port (cap) contrast study was performed, on (B)(6) 2017, to check the integrity of the catheter and no obstruction, occlusion, or leakage was noted. The side port was visualized under fluoroscope and accessed with difficulty; 3 cc of cerebral fluid and drug was easily removed from the catheter and 3cc omnipaque contrast was injected. The shuntogram was positive, contrast was seen spread from side port to catheter tip. The findings confirmed that the catheter was in excellent condition, and the pump was never recovered from the stall. The pump was "telemetried" and the therapy was discontinued on (B)(6) 2017. It was indicated the event was related to the device or therapy. The issue resolved without sequelae on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a clinical study reported the patient had no office visit appointment on this date and was not evaluated. It was noted a motor stall occurred on (B)(6) 2017 at 22:51 and was restarted on (B)(6) 2017 at 09:32 during a pump refill and reprogramming.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a clinical study on (B)(6) 2018. It was noted that when the pump stall was identified on (B)(6) 2017 during interrogation, the patient denied any withdrawal symptoms or drastic changes in pain. It was noted that the stall that occurred on (B)(6) 2017 at 11:29 recovered on (B)(6) 2017 at 17:09 when the pump was telemetered and analyzed for refill (note: this conflicts with the previous report that a stall occurred on (B)(6) 2017 at 09:10 and recovered on (B)(6) 2017 at 22:51). It was noted that another stall occurred on (B)(6) 2017 at 17:35 and recovered on (B)(6) 2017 at 22:51. It was further noted that the patient's baseline pain was skewed due to her extensive spinal surgery along with the direction of the provider and no changes were made to the patient's pump settings.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a clinical study reported the event was unresolved with no further action planned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for non-malignant pain and failed back surgery syndrome. The pump contained dilaudid [10000 mcg/ml] at a dose of 4515 mcg/day. It was reported an active motor stall was seen at initial interrogation. The patient did not recently have an MRI. The representative stated the hcp wanted to do a roller study procedure. No patient symptoms/complications were reported.

Manufacturer narrative:
Corrected notify date from (B)(4) 2017 to (B)(4) 2018. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated a pump reservoir volume. On (B)(6)2017 the patient's pump was telemetried/read and found to have 5.6cc of old drug within the reservoir. The reservoir was accessed with ease and 11.2cc of old drug was removed. The volume discrepancy was 5.6cc. The pump was reprogrammed and refilled on (B)(6)2017. On (B)(6)2017 the patient's pump was telemetried/read and found to have a 3.5cc of old drug within the reservoir. The reservoir was accessed with ease and 17cc of old drug was removed. This was a discrepancy of 13.5cc. The pump reprogrammed and refilled on (B)(6)2017. The pump also contained bupivacaine 5800mcg/ml for a total dose of 2618.6mcg/day. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated actions/interventions performed to resolve the volume discrepancies and the motor stall was noted as the pump was reprogrammed. The cause of the motor stall and the cause of the volume discrepancies was not determined. The outcome of the event was noted as ongoing as of (B)(6) 2017. The patient's weight was (B)(6). No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated the pump was reprogrammed on (B)(6) 2017. Diagnostics performed on (B)(6) 2017 included a dye study and a rotor study and the results showed that the catheter was in excellent condition. It was noted that the catheter tip was at l-1 and the catheter access port was at 7:00. At pump refills on (B)(6) 2017 and on (B)(6) 2017, it was found that the motor stalled and showed huge discrepancies in the volume of the drug that was pulled out. The outcome of the event was outgoing. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The event date was change from (B)(6) 2017 due to the volume discrepancy noted on (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated that the logs from device interrogation on 2017 (B)(6) noted a motor stall occurred on 2017 (B)(6) at 20:06, a motor stall recovery occurred on 2017 (B)(6) at 05:31, a motor stall occurred on 2017 (B)(6) at 14:33, a stopped pump period may exceed tube set on 2017 (B)(6) at 14:33, a motor stall recovery occurred on 2017 (B)(6) at 15:58, a motor stall occurred on 2017 (B)(6) at 17:48, a motor stall recovery occurred on 2017 (B)(6) at 07:01, a motor stall occurred on 2017 (B)(6) at 15:53, a stopped pump period may exceed tube set on 2017 (B)(6) at 15:53, a motor stall recovery occurred on 2017 (B)(6) at 20:26, a motor stall occurred on 2017 (B)(6) at 07:30, a stopped pump period may exceed tube set on 2017 (B)(6) at 07:30, a motor stall recovery on 2017 (B)(6) at 09:27, a motor stall occurred on 2017 (B)(6) at 11:29, and a stopped pump period may exceed tube set on 2017 (B)(6) at 11:29. Logs from device interrogation on 2017 (B)(6) indicated that a stopped pump period may exceed tube set on 2017 (B)(6) at 05:11, a motor stall recovery occurred on 2017 (B)(6) at 07:08, a motor stall occurred on 2017 (B)(6) at 09:10, a stopped pump period may exceed tube set on 2017 (B)(6) at 09:10, a motor stall recovery occurred on 2017 (B)(6) at 18:19, a motor stall occurred on 2017 (B)(6) at 22:51, and a stopped pump period may exceed tube set on 2017 (B)(6) at 22:51. The logs indicated the patient was receiving dilaudid 10000mcg/ml for a total dose of 4515mcg/day and bupivacaine 5800mcg/ml for a total dose of 2618.6mcg/day. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated device interrogation revealed the pump was telemetered, analyzed, and showed a pump motor stall occurred on (B)(4) 2018. On (B)(4) 2018 the pump was refilled and reprogrammed. On (B)(4) 2017 device interrogation showed a motor stall occurrence was captured in the event log/motor stall had occurred. On (B)(4) 2017 during device interrogation the pump was telemetered, analyzed and refilled, and a motor stall had occurred. The event date was updated to (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated on (B)(4) 2017. Device interrogant ion/interventions revealed pump analysis without reprogramming. No further complications were reported.